Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with pd treatment. There were draining complications, draining slowly and air detected in cassette warnings prior to discovering the leak. The leak was found during tx complete - step 9 remove cassette. Fluid was discovered on the external of the cassette and leaked from inside the pump door. Technical services advised to not use cycler until the next days treatment. Multiple requests were made asking for additional details, but no data was provided. There was no harm, intervention or adverse event reported in the initial call. The cycler set has not been returned for analysis.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with pd treatment. There were draining complications, draining slowly and air detected in cassette warnings prior to discovering the leak. The leak was found during tx complete - step 9 remove cassette. Fluid was discovered on the external of the cassette and leaked from inside the pump door. Technical services advised to not use cycler until the next days treatment. Multiple requests were made asking for additional details, but no data was provided. There was no harm, intervention or adverse event reported in the initial call. The cycler set has not been returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.